Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "upstream occlusion alarms" was not reproduced. A review of the event history log (ehl) revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor out of range and failed to calibrate. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump would alarm upstream occlusion even when changing the tubing at the start of the infusion or towards the end. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.